Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient with blurry vision especially at near three weeks following lasik treatment. Following chart review it was noted that there was a transposition error. A flap lift enhancement was performed and the symptoms resolved.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows that all started treatments were completed to 100 % without interruption and all laser system functions were within specifications on this day. The refraction data entered by the surgeon was executed by the system. The system history shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The most possible root cause is that the entered refraction did not correspond to the surgeons calculated refraction. The data must be entered manually and has to be confirmed prior treatment. The most likely root cause is therefore use error. The manufacturer internal reference number is: (B)(4).